Manufacturer narrative:
The insulin pump was received with act button not responding due to flattened button dome switch. The pump was unable to verify displacement, rewind, basic occlusion, occlusion,prime and excessive no delivery test due to no button response. The pump had scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was not performed. The device was returned for analysis.